Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and reservoir had air bubbles. The customer¿s blood glucose was 256 mg/dl and the sensor glucose was 66 mg/dl at the time of the incident. Customer reported big air bubbles on the reservoir. Customer declined to troubleshooting for high blood glucose since he already know why he had high blood glucose. Customer stated that his blood glucose level was high of 289 mg/dl, 259 mg/dl and 269 mg/d. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer declined to troubleshooting for the further issue. The sensor and reservoir will not be returned for analysis.